Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probably cause of the fuzzy image was due to a faulty plug unit and printed circuit board due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image was fuzzy during preparation for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.